Manufacturer narrative:
Information added/updated to section b4, b5, g3, g6, h2, and h6 (type of investigation, investigation findings, and investigations conclusions). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The device was not returned for evaluation. The complaint for device interaction with previously implanted devices was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Available information suggests maneuvering issues likely contributed to the event. Per event description, the second pascal device had to be maneuvered into the very small interspace to adequately address the tricuspid regurgitation. During a grasping attempt, the doctor appeared to have inadvertently grasped the electrode. Therefore, the most likely cause of this event is due to operational context. Based on extensive complaint investigations, these events are most likely related to procedural, imaging, patient related factors, or a combination of these factors. No device or manufacturing non-conformances have been identified during investigation. Interaction, disturbance, or dislodgement or previously implanted devices is possible in scenarios where multiple implants are present, if the valve area is small, if the targeted landing zone are close and parallel to the previous implant, or if ICD leads are present during the procedure. The IFU and training manuals provide instructions on proper positioning and deployment of the device including various procedural and anatomical considerations. Training includes patient screening (to ensure anatomy is suitable for the device), device preparation, approach, deployment, imaging, procedure-specific training manuals and procedures. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position. The first pascal was p1/s with a 2.5/8.5 clocking. Tricuspid regurgitation was reduced from grade 5 to grade 4. The plan was to achieve a final and satisfactory reduction with the second device. A right ventricular pacemaker electrode was placed in the posterior commissure. The second pascal device had to be maneuvered into the very small interspace to adequately address the tricuspid regurgitation. During a grasping attempt, the doctor appeared to have inadvertently grasped the electrode. A short time later, fluoroscopy revealed that the electrode could no longer be released. It took a long time before it was finally decided on a device retrieval to strip the electrode with the guide when advancing it over the implant. The electrode came off, the patient was effectively stimulated throughout so that no damage is assumed. The pacemaker was checked the same day and everything was fine. No signs of a damaged lead. Patient was fine. After the interaction with the pacemaker lead and in view of the long operating time, the procedure was ended. The initial grade of the regurgitation was 5 and after the procedure it was 4. There were no further plans for another procedure.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position. The first pascal was p1/s with a 2.5/8.5 clocking. A right ventricular pacemaker electrode was placed in the posterior commissure. The second pascal device had to be maneuvered into the very small interspace to adequately address the tricuspid regurgitation. During a grasping attempt, the doctor appeared to have inadvertently grasped the electrode. A short time later, fluoroscopy revealed that the electrode could no longer be released. It took a long time before it was finally decided on a device retrieval to strip the electrode with the guide when advancing it over the implant. The electrode came off, the patient was effectively stimulated throughout so that no damage was assumed. The pacemaker was checked the same day and everything was fine. No signs of a damaged lead. Patient was fine. The initial grade of the regurgitation was 5 and after the procedure it was 4.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint # (B)(4). It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. B2: other serious - even though there was no reintervention, there is a potential for reintervention in this case. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.